Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse powered on the system and confirmed the customer's reported issue. To resolve the issue, the fse powered down the system, replaced the personality module vision acquisition (pmva), and performed all necessary tests and calibrations. The system was tested and verified as ready for use. Isi received the part involved with this complaint and completed the device evaluation. Failure analysis investigation replicated the reported failure. The module was installed and tested in the test system and upon power up, the module failed with error 606. It was confirmed that the core audio leaf (cal) has failed. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported because: system unavailability after the start of a surgical procedure (first port incision) contributed to the procedure to be converted. Although no patient harm occurred, if this malfunction were to recur, it could potentially cause or contribute to an adverse event.

Event description:
It was reported that prior to the start of a da vinci-assisted total benign hysterectomy surgical procedure, the system faulted with error 606. The customer contacted technical support to report the issue. The customer stated that they power cycled the system but the fault did not clear. The customer also stated that they tried recovering the fault but the message was still present. The technical support engineer (tse) asked the customer to check for any third party video/audio cables and the customer stated that they did not see any. The tse then instructed the customer to hard cycle the surgeon side console (ssc) and vision side cart (vsc) then power the system back up. It was reported that post following the tse's instructions, the fault was not found to be present at start up. After the issue was resolved, the customer's call with technical support ended but the customer ended up contacting technical support again to report that error 606 re-occurred. According to the customer, the site could recover the fault but the fault would reoccur. The tse instructed the customer to reboot the system and cycle the breaker on the ssc and vsc; however, no change was observed post following the tse's instructions. At that point, the customer's call with technical support ended but the site's clinical sales representative (csr) contacted technical support to see if there was any other troubleshooting that could be performed. Per the tse's recommendation, the csr powered off and cycled the breaker on the ssc and vsc; however, the issue persisted. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: when the error first occurred, ports had not been placed in the patient but when the error reoccurred, 1 port had been placed in the patient. System functionality was checked upon powering on the system and the system initially powered on without errors. The error was identified 15 minutes after the system had been powered on. All troubleshooting steps were exhausted by the customer prior to converting the procedure to laparoscopic surgery. The procedure was completed laparoscopically successfully and no injury occurred to the patient. The patient is a (B)(6) year old female, weighs (B)(6) kg, caucasian, and not hispanic/latino. The customer could not provide information about the patient's medical history nor could they confirm whether any medical tests were performed on the patient.